Event description:
Nellcor puritan bennett received a call from source on 6/22/1998. Source was calling to report the following problem: all led's, constant single tone alarm, no volume delivered. Unknown if it was on a patient.